Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The catheter was received for analysis.

Manufacturer narrative:
H3: analysis of the catheter revealed no significant anomaly, catheter body; torn or broken or melted at or after explant, did not affect infusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving lioresal (2000 mcg/ml at 743.1 mcg/day) via an implanted pump. It was reported there was no signs and symptoms from the patient. There was no suspected catheter issue before the pump replacement procedure. It was noted when the old pump was removed the hcp saw a kink in the catheter pump segment. The hcp cut the catheter distal to the kink and there was a noticeable flow. The hcp then cut the catheter proximal to the kink and also had good flow, but the hcp claimed it was slightly better flow. The hcp trimmed 42.5 cm off the old catheter and replaced with a new catheter. New pump was connected and successfully aspirated the catheter with good flow. It was noted the issue was resolved.